Manufacturer narrative:
A theoretical investigation was conducted, as there were no photos and no goods available. No further details of the incident were communicated by the reporter. The separation problem occured after a not reported number of days of use. It is therefore confirmed that the product was originally in perfect condition. It can be assumed that any influence during use (cleaning, forces, storage) might lead to the separation. Nevertheless, the causecannot be conclusively determined due to the missing goods and further use details.

Event description:
The neck plate separates from the canula and the cannula ended up in the bronchus. No health effect of the patient described by the reporter.